Event description:
A malfunction alarm was reported on the customer's pump, indicated by the malfunction code 12, with repeated occurrences but no notable events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. As an outcome, tandem technical support decided to replace the pump and guided the customer to use an alternate method for insulin delivery, specifically multiple daily injections. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic device using a prepaid label within ten days.